Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient experienced a high fever, increased c-reactive protein (crp) of 147mg/dl and abdominal pain with a suspicion of a perforation. It was reported that the patient also experienced stoma site redness. The patient was treated with intravenous pain medication, intravenous antibiotics of tazoject and flukopol, and parental nutrition. During an endoscopy, the jejunal tube/intestinal tube was found to be dislocated. On (B)(6) 2019, the patient underwent another endoscopy and the jejunal tube was re-inserted and duodopa therapy was started. On (B)(6) 2019, the patient again experienced a high fever. On an unknown date, the high fever resolved and the crp level on (B)(6) 2019 was 10mg/dl. On (B)(6) 2019, the patient was discharged from the hospital. There was no information regarding the patient's diagnosis of an infection and abdominal pain.